Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. This is a supplier issue. DHR review was not done, as the issue is related to a supplier product.

Event description:
It was reported that before opening the package, the customer noticed a part of the product was broken off. No patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06077. The report was submitted in error.